Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished lot number (reload - r40z12), and no non-conformances were identified.

Event description:
It was reported that during a ldg, an unexpected motor sound as heard at the 6th firing, and the staples were formed in lumbricoid shape. The device was used for roux-en-y method between jejunums. The target tissue was cut properly. Oozing occurred, but no blood transfusion was required. The amount of the oozing was unknown. The target tissue was not thick, and the jaws did not clamp any hard objects. Additional hand suture was performed to complete the case. It was found that the surface at the middle part of the cartridge was damaged when the device was checked after the procedure. The procedure was not converted to open. Oozing was stopped by additional suture. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.